Event description:
It was reported that the balloons were malfunctioning. Neither balloon would fully inflate. Both units were discovered prior to patient use. There was patient involvement and no patient harm/adverse event reported. The second product fault was documented on (B)(4).

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was received for investigation. During visual inspection no damage or other defects were detected on the sample. The sample was inflated with the use of a syringe to detect any problem in the inflation system, the sample works as expected. The reported complaint is not confirmed. This issue will continue to be monitored and further actions taken accordingly. A review of the device history records shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of products.